Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the dso seal bubbled and uso seal worn. The complaint was verified by visual inspection. The cause is the dso seal. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the dso seal to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device had a downstream occlusion seal degradation. The product fault occurred during testing. There was no patient involvement, no patient harm/ no adverse event reported, no delay of therapy and no related physical damage/abuse.